Manufacturer narrative:
Main investigation conclusion the reported event of no external power alarms was confirmed via the log file. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 5 days ((B)(6) 2021 ¿ (B)(6) 2021 per time stamp). Throughout the log file while connected to the mpu, no external power events were intermittently captured. No external power events occurring on (B)(6) 2021 between 02:33:01 ¿ 02:33:54, (B)(6) 2021 at 03:32:22 to (B)(6) 2021 at 03:19:39 took place due to a loss of ac power while connected to the mpu. The backup battery provided power to the system during these events. The alarms cleared when power was restored. There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve additional information including if the mpu would be returning, the serial number of the mpu, does the mpu have a v-lock connector, if the power cord came loose at the back of the unit or at the wall, and if there was a power outage; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use, rev. C, section 3 entitled ¿powering the system¿ and heartmate iii patient handbook, rev. C, section 3 entitled ¿powering the system¿ states how to properly change between power sources. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were unable to be reviewed due to the serial number of the mpu being unknown. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient's log file was sent for review. A review of the log file revealed a number of no external power events. These were caused by the power to the mobile power unit (mpu) being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption.